Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7753500, UDI # (B)(4) was cleared in the united states. Product analysis: visually confirmed the mas connector is broken at approximately the base of the connector hex head; with the bottom portion of the implant was missing and not returned for analysis. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Microscopic examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. Functional evaluation found the returned portion of the implant will fully engage onto a sample connector locking screw (pn# 7752529) without issue. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-op diagnosis of cervical metastasis. For which patient underwent, c2-6 posterior fusion. On (B)(6) 2017, patient underwent posterior decompression fusion revision surgery due to paralysis at levels c2-th1. Pedicle screws and decompression procedure were added to c7/th1 after fusion at c2-6. Intra-op, the hex part of the set screw broke. The broken part of the set screw on lower part is remaining in the patient, since it couldn¿t be removed from the screw head. There was a delay of less than 60 minutes as a result of this event. The product came in contact with the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.